Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device was returned for analysis. The balloon was unfolded which indicates it had been subjected to positive pressure. An examination of the balloon material identified two partial circumferential tears in the balloon. The tears were located in the same location approximately 7mm distal from the distal edge of the proximal markerband. One tear measured approximately 3mm radially across the balloon and a second radial tear (on the opposite side of the 3mm tear) measured approximately 1.2mm. The rate of burst pressure of this mustang device is 24atm (atmospheres). From the examination no issues were noted with the balloon material that could have contributed to the damage identified. A visual and tactile examination identified a no damage to the shaft. A visual and microscopic examination identified no issues with the markerbands that could have contributed to the damage identified. A visual and microscopic examination of the tip identified no damage or any issues with the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres for 1 second, the balloon ruptured. Sufficient dilatation of the vessel lumen was obtained and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres for 1 second, the balloon ruptured. Sufficient dilatation of the vessel lumen was obtained and the procedure was completed. No patient complications were reported.